Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of h4 manufacture date, h3a device evaluated by mfg, h3b device not eval provide code and h3c if other provide code-explain deems required. This is based on the internal evaluation. Previous h4 manufacture date: 2021-12 -22; corrected h4 manufacture date: 2021-12 -23. Previous h3a device evaluated by mfg: no; corrected h3a device evaluated by mfg: yes. Previous h3b device not eval provide code: other; corrected h3b device not eval provide code: none. Previous h3c device not eval provide code: device not returned to manufacturer; corrected h3c device not eval provide code: none. Getinge became aware of an issue with one of our surgical light - volista access 600. Based on photographic evidence the label was chipping off the camera handle. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification due to missing label, which could be considered as technical deficiencies and in this way the device contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of missing label on volista surgical lights, there is no event which led to the serious injury. Comparing the number of claimed devices to the install base, we conclude that the failure ratio is low for label missing. Root cause analysis was performed by the subject matter expert at manufacturing site and it was concluded that the most probable root cause of torn label is and excessive friction during cleaning. Based on this information this malfunction is related to misuse. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of h10 addtl mfg narrative/corr. Data: deems required. This is based on the internal evaluation. Previous h10 addtl mfg narrative/corr. Data : getinge became aware of an issue with one of our surgical light - volista access 600. Based on photographic evidence the label was chipping off the camera handle. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification due to missing label, which could be considered as technical deficiencies and in this way the device contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of missing label on volista surgical lights, there is no event which led to the serious injury. Comparing the number of claimed devices to the install base, we conclude that the failure ratio is low for label missing. Root cause analysis was performed by the subject matter expert at manufacturing site and it was concluded that the most probable root cause of torn label is and excessive friction during cleaning. Based on this information this malfunction is related to misuse. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. Corrected h10 addtl mfg narrative/corr. Data : getinge became aware of an issue with one of our surgical light - volista access 600. Based on photographic evidence the label was chipping off the camera handle. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification due to label chipping, which could be considered as technical deficiencies and in this way the device contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of label chipping on volista surgical lights, there is no event which led to the serious injury. Comparing the number of claimed devices to the install base, we conclude that the failure ratio is low for label chipping. Root cause analysis was performed by the subject matter expert at manufacturing site and it was concluded that the most probable root cause of torn label is and excessive friction during cleaning. Based on this information this malfunction is related to misuse. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Event site name: (B)(6). Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 4th september, 2023 getinge became aware of an issue with one of our surgical light - volista access 600. Based on photographic evidence the label was chipping off the camera handle. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.